Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of both the left common femoral artery (lcfa) and right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a suture break occurred with the first proglide device that was attempted in the lcfa. The sutures of two new progide devices were successfully pre-placed in the lcfa. Reportedly, a suture break occurred with the first proglide device that was attempted in the rcfa. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to an 18f sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both the lcfa and rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.